Event description:
The user facility reported that at the beginning of a procedure two distinct popping noises were heard as the table was being raised. The hospital staff continued to use the table and approximately one hour into the procedure the table began to articulate into a tilt position without being commanded to do so. The hospital staff transferred the patient onto a stretcher and the patient procedure was completed successfully. No injuries were reported to the patient or hospital staff.

Manufacturer narrative:
A steris technician inspected the table and found extensive damage to the table including the table base cover was damaged and buckled; the table's bottom column shroud was damaged and misaligned and sheared from its mounting screws; the telescoping shrouds of the hydraulic column were misaligned; the plastic column cap was damaged; and there were four broken welds on the column crown frame that supports the column shrouds. The damage to the column crown frame caused an electrical switch to short against metal when the user was positioning the table, which resulted in the inadvertent table movement. The technician replaced the column frame, shrouds and column cap, checked the electrical integrity of the table, and placed it back into service. The damaged parts were returned to steris for further evaluation. Results of the evaluation indicate that the cause of this event appears to be misuse due to setting and/or storing objects on the base of the table, which can result in structural damage to the table and possibly its electronics as the table column is lowered. Such misuse is specifically contradicted in labeling on the base of the table which states "do not use table base for storage". The technician confirmed that he has reinforced with the user facility on several occasions that storing items on the base of the table is prohibited as stated on the labeling of the table. The surgical table is maintained by steris and was last serviced on (B)(4) 2010; steris has offered the facility in-service training on the proper use of the table, including a review of the cautions and warnings found on the labeling of the table, however the user facility declined.